Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 32 mmol/l. Current blood glucose level was 20.5 mmol/l. The customer treated for high blood glucose with bolus using insulin pump. The customer did not allege that the insulin pump was under delivering. The customer reported that insulin pump was on auto mode. The customer reported that there were air bubbles but declined to perform the troubleshooting. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.